Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 225cc saline prosthesis (left) and a mentor siltex round moderate profile 425cc saline prosthesis (right) experienced bilateral deflation without trauma post procedure. The deflation was noted by the patient and later confirmed through computed tomography. Additionally, the patient noted to be experiencing pain and tenderness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-15028 for contralateral prosthesis report.